Manufacturer narrative:
As the responsible product for the event (011050-10) has not been returned, a final determination of the root cause is not possible. A review of similar complaints on this product code results in the most likely root cause of mechanical overloading the cutting loop wire, resulting in a break and final touching the neutral electrode, creating a short cut which leads to the described "explosion". Hint in the IFU of the electrode, to prevent such events, is already present. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the 15fr resector handle exploded inside the patient, burning the optics and damaging the 26053cb sheath. Both the working element and the cable have been found to be in perfect condition. Fortunately, the patient has not been harmed. According to the information received, there was a visible spark while inside the patient, the physical structure of the apparatus (the insulation of the sheath) broke, and debris were found inside the patient. These debris were removed from the patient before surgery was completed. Also, additional intervention required to remove the broken part during the surgery. Therefore, this case is an injury and reportable.